Event description:
No additional information received. Material # 309653, batch # 3235270. It was reported by customer that foreign particulate was identified in the media. Verbatim: rcc received a complaint via email. On 30 aug 2024, following the manufacturing of cryomedia a foreign particulate was identified in the media. The particulate was sent out for identification and determined to be a type of polypropylene (see attached for reference). A review of the consumables used during formulation of media determined that 50ml syringes are used during the manufacturing process and the material make up of the consumable closely matches polypropylene. We sent the particulate to a 3rd party for ID for testing. Just as an fyi, we didn¿t find the particulate directly in a syringe but it was found upstream of where we use syringes and the identification of the particulate matches the material make up of the syringes.

Manufacturer narrative:
(B)(4) follow up : it was reported a foreign particulate was identified in the media. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one particle characterization report was provided for evaluation by our quality team. The report has two photos showing a particle that was found in a bag. There are also two charts where the report states the closest match is to fortilene. There was no percent match. No other information could be obtained from the report. Fortilene is not used in the manufacturing process of the syringe. A device history record review was completed for provided material number 309653, lot 3235270. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the report analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 309653; batch # 3235270. It was reported by customer that foreign particulate was identified in the media. Verbatim: rcc received a complaint via email. Email(s) attached. On (B)(6) 2024, following the manufacturing of cryomedia a foreign particulate was identified in the media. The particulate was sent out for identification and determined to be a type of polypropylene (see attached for reference). A review of the consumables used during formulation of media determined that 50ml syringes are used during the manufacturing process and the material make up of the consumable closely matches polypropylene. We sent the particulate to a 3rd party for ID for testing. Just as an fyi, we didn¿t find the particulate directly in a syringe but it was found upstream of where we use syringes and the identification of the particulate matches the material make up of the syringes.